Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer had damage on the insulin pump. It was reported that the threading on the reservoir compartment was either loose or corroded which caused tabs on the reservoir to break off and reservoir becomes loose. It was reported that the customer needed to make some adjustment, keep the case on to keep the reservoir in place. It was also reported that the insulin pump blacked out when exposed to hot temperature and had to cool down to resolve the issue. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.